Event description:
Patient had a 6.5cm abdominal aortic aneurysm and bilateral common iliac artery stenosis. Main body graft was deployed until the contralateral limb was opened. The contralateral limb was visually noted to not be totally open. An attempt to obtain the contralateral gate was unsuccessful due to the dissection in the aortic lumen. As a result, the remainder of the main body graft was deployed. The ipsilateral iliac leg graft was placed with a two and a half stent overlap and deployed. There was a stenosis present at the origin of the right common iliac artery. Stenosis was ballooned. A catheter was placed to ensure renal artery patency. Utilizing a catheter and a stiff glidewire, the attempt to cannulate the contralateral limb was successful, using the up and over approach. Stenosis in the left iliac artery was ballooned as well as the contralateral limb gate. The contralateral iliac leg graft was placed with a one stent overlap. Angiogram still revealed visible signs of narrowing through the dissection channel of the contralateral gate. Two stents were brought up into the contralateral limb to ensure patency of the limb and for additional radial force. Final angiogram showed no evident signs of any endoleaks.